Manufacturer narrative:
The device was not returned to olympus for evaluation to date. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported that the visera 4k uhd camera control unit heated up and the camera lost the image. There were no reports of patient harm.